Event description:
It was reported that the patient implanted with heartmate ii left ventricular assist device (lvad) with chronic pseudomonas infection that now included the central lvad components was admitted again with worsening infection symptoms and another bacteremia despite appropriate antibiotic coverage. Patient has been a status 7 for several months for heart transplant while our team attempted to gain control of the infection. During this hospitalization we attempted a heroic intervention for infection control including complete removal of all lvad components with transition of circulatory support to a 5.5 impella, and a right rotaflow assist device. The patient struggle in a cardiogenic/septic shock situation that required the addition of dialysis and multiple reintubations for respiratory failure. As his infection and clinical picture began to improve, his exit strategy with transplant was further complicated by the finding of prohibitive alloantibodies.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01nov2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists respiratory failure, renal dysfunction, infection (localized, driveline, pump pocket or pseudo pocket), sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission in (B)(6) 2020 was reported under MFR. # 2916596-2021-03896. Previous admission in (B)(6) 2020 was reported under MFR. #2916596-2021-03897. Previous admission in (B)(6) 2021 was reported under MFR. #2916596-2020-03023. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had chronic pseudomonas driveline infection leading to persistent pseudomonas bacteremia unable to clear with treatment. The patient had 5 incisions and drainages for chronic driveline infection. The patient had pseudomonal bacteremia in (B)(6) 2020 suppressed with cipro; bacteremia reoccurred in (B)(6) of 2020 and again in (B)(6) of 2021. Patient had been persistently bacteremia since (B)(6) 2021 episode prompting device explant. The patient was treated with intravenous cefepime and underwent lvad (left ventricular assist device) explant on (B)(6) 2021 with impella implant.